Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline: the cable that connects to the implanted pump and passes through the skin to connect to the external lvad components. The IFU and patient manual warns: do not disconnect the driveline from the controller or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. The IFU also covers care and maintenance of the driveline, patients are educated that the driveline helps provide power to the pump. The driveline cable was not returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable and connector did not reveal any issue that may have compromised to the integrity or functionality of the driveline cable. The reported event could not be confirmed via review of controller log files since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; it appears that user error is the probable root cause for the driveline disconnect. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported about a dt study (B)(6) patient: "alc had a driveline disconnect when testing his connection. The manufacturer engineer met the patient at the clinic and assessed the situation. The event was not replicated with manipulation of the driveline. The driveline was inspected by the manufacturer's field engineer. Electrical faults could not be reproduced and the connector and locking mechanism worked as intended. It was reported that the problem was resolved. The patient was instructed on care/inspection of the driveline connector.